Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) has been confirmed. Upon investigation the monitor response buttons were non-functional. The front response button switch was defective. The root cause for the defective response buttons switch was unable to positively identified. No adverse event resulted from the defective monitor.

Event description:
A zoll distributor returned monitor sn (B)(4) and reported that the monitor response buttons were non-functional.